Event description:
During evaluation of a returned clearlink solution administration set, the tube was found disconnected from the drip chamber. This was found during testing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a disconnection of the tube to chamber was noted. The tube was originally under inserted inside the pip of the chamber, and no traces of solvent were present on the tube. The cause of the separation was related to the assembly process during manufacturing. A nonconformance was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.